Manufacturer narrative:
One therapy cool flex was received for evaluation. Visual inspection revealed the luer extension tube was damaged at the proximal edge of the catheter handle and the fluid lumen remained intact. Functional testing revealed that while priming the catheter, saline was noted leaking from the fluid lumen near the damaged area of the broken luer extension tube. Further testing could not be continued. Microscopic examination of the fluid lumen section located near the area of the damaged luer extension tube revealed a nick (small crack) in the fluid lumen, which caused leak while priming the catheter. Review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. The root cause classification of the damaged fluid lumen is consistent with operational context as device performance was limited due to anatomical/procedural factors.

Event description:
This complaint is reportable based on the device analysis completed on (B)(6) 2012. It was reported that during an ablation procedure, the physician removed the therapy cool flex catheter from the patient and noted that the luer extension tube was damaged at the proximal edge of the catheter handle and the fluid lumen remained intact. The therapy cool flex catheter was replaced to continue the procedure. There were no consequences the patient and the patient's status post-procedure is good. Additional information was requested but is not available. The investigation revealed the fluid lumen contained a crack in which saline was leaking.